Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that the reaction started on (B)(6) 2016 and slowly became worse the longer she wore the sensor until its removal on (B)(6) 2016. The reaction began with the patient's palms itching and on (B)(6) 2016, a rash started from their chest up and continued to itch. The next day, (B)(6) 2016, the patient's rash had still not gotten any better. On (B)(6) 2016, at 2:30am, the patient woke up to her whole body covered in a rash and with blisters on the bottom part of her face that were oozing pus. The patient's husband took her to the emergency room, where she was treated for the rash without a diagnosis. The patient reported that they experienced relief of symptoms almost immediately upon removal of the sensor. The patient was administered an IV anti-inflammatory therapy and was prescribed famotidine, prednisone and hydroxyzine. Patient was not admitted to the hospital and was discharged from ER and allowed to go home. Affected area was treated with over-the-counter benadryl, cortisone, sarna anti-itch lotion and alorest antihistamine. Additionally, patient had been using the dexcom continuous glucose monitoring (cgm) system since (B)(6) 2016 and had not had any other skin reactions. Patient stated that they were not aware of any hypersensitivity reactions to food or components other than sulphur. However, while being treated in the ER for the reaction, the patient's reaction reappeared upon second test-contact with dexcom adhesive and another medical-grade adhesive used for securing IV line. At the time of contact, the patient was recovering and the symptoms were fading.